Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant blood glucose results of 225 mg/dl back to back with a result of 102 mg/dl when testing was performed < 10 minutes apart on the compact plus system. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: compact test strip drum lot number 20660741 with an expiration date of 02-29-08.